Event description:
"Pt had severe redness".

Manufacturer narrative:
The treatment provider has not returned the handpiece for further eval. The handpiece energy output measurement was out of specification. Further eval for root cause to be performed by cutera qa engineer when handpiece is returned to cutera. Energy out put measured by field service engineer at customer site. Prowave output of specification when measured.